Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had worsening symptoms since a fall in (B)(6) 2016. The hcp is calling for help to check the patient¿s device. Battery voltage was reported to be okay. Impedance measurements were taken and found to be high on 02, showing 4523ohms. The patient therapy impedance was reported to be 1645ohms on contacts 1 & 3. The patient¿s amplitude was adjusted to 4v, and the hcp is going to see how the patient does. It was reported that the adjustment appeared to be an improvement while the patient was in the office. No complications or further complications were reported.